Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding surgery were unsuccessful. This is the final report.

Event description:
The recipient is reportedly electing explant surgery due to sound quality issues. Explant surgery is scheduled.

Manufacturer narrative:
The recipient's magnet will reportedly be removed. The recipient is a non-user.